Event description:
During insertion, on half of the cage broke and became fragmented. The cage could not be removed as the remaining intact portion could not be reached and remains in the patient. The fragmented end nearer to the surgeon was removed and the void was filled with bone graft.